Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced severe abdominal pain and leg weakness. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was hospitalized and the device was removed. The patient is recovering and there have been no reports of further complications regarding this event.